Event description:
Customer reported that the device would not operate on ac power and charge the installed batteries. There was no report of patient involvement with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and therapy pcb assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assemblies at the failure analysis center and determined the root cause for the reported incident, no ac operation, to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and fuse f1 open. There were no failures found with the removed therapy pcb assembly.